Event description:
It was reported that the patient presented to the clinic with his right atrial lead exhibiting noise. Upon review, the noise was not replicated. No intervention was performed. The patient was stable and would continue to be monitored.